Manufacturer narrative:
The lot number of this device is either r16j15034 or r17a09075. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation issue with a clearlink device. The separation occurred between a tubing segment and the lower of the two y-sites of the primary IV set. The line became open and air was drawn into the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacture date for lot r16j15034 is 10/17/2016-10/18/2016. Manufacture date for lot r17a09075 is 01/09/2017-01/10/2017. A batch review was conducted for each of the 2 potential lots and there were no deviations found related to this reported condition during the manufacture of either lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.